Manufacturer narrative:
The insulin pump was received with broken end cap. We were unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken end cap. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of the insulin pump popped out. Blood glucose level at the time of the incident was 281 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.